Manufacturer narrative:
As part of normal complaint f/u an eval was performed by mako surgical with regard to the event. The surgeon removed and exchanged the polyethylene tibial component as a precautionary measure to improve access to the joint and quicken healing of the infection. The pt developed the infection elsewhere in the body months after the surgery, which then spread to the joint. No indications of implant or procedure-related failures were reported, and the surgeon noted the implants were in good condition during the I and d procedures.

Event description:
The pt had undergone a makoplasty partial knee arthroplasty procedure on (B)(6) 2011. Nearly seven months later, an incision and drainage (I and d) procedure was required because the joint appeared to be infected. A week after the I and d, on (B)(6) 2012, the pt returned at the advice of his primary care physician, and the surgeon performed a second I and d procedure. Both times, the surgeon removed the polyethylene tibial component to allow access to the joint, and replaced it with a new component. During the second procedure, the surgeon noted improvement of the pt's condition, and stated that the infection had not been caused by the original makoplasty procedure.